Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg and one lead was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
Related manufacturer reference number 3006705815-2024-00733. It was reported the patient experienced discomfort located at the ipg site. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.